Event description:
The caller reported via phone call that the insulin pump was damaged. The insulin pump had a crack above the up arrow button on the casing. The insulin pump was dropped on tile. The customer received a button error alarm. Customer's blood glucose level was 88 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.